Event description:
A patient underwent planned revision to remove a construct following spinal fusion. Imaging indicates a mantis redux set screw had migrated.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion h3 other text : no product returned.

Event description:
A patient underwent planned revision to remove a construct following spinal fusion. Imaging indicates a mantis redux set screw had migrated.